Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the sheath, 4fc12 with lot 59460, were returned and analyzed. The data files confirmed system notices unrelated to the reported issue. Visual inspection of the sheath showed the shaft was kinked 2.56 inches from the tip. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed that the hemostatic valve was torn and leaking. In conclusion, the reported air ingress has been confirmed through testing. The sheath, 4fc12 with lot 59460, failed the returned product inspection due to a leaking hemostatic valve and kink in the shaft.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure while aspirating the sheath "a lot of air introduction" was observed. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.